Event description:
It was reported that patient presented to the clinic showing nonphysiologic noise on the rv lead. Patient was asymptomatic. Noise was not reproducible with pocket manipulation or isometrics. Lead was explanted and replaced when repositioning was unsuccessful. Patient is doing well.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.